Manufacturer narrative:
Investigation findings: the pump was received for evaluation. During testing, it was found that the pump needed calibration. Further investigation found that the pump was last repaired in september 2003.

Event description:
It was reported that during use in a right shoulder arthroscopy, this pump could not regulate the pressure which resulted in the shoulder being overdistended. The pump and tubing were switched out to complete the procedure and there was no report of injury or surgical delay related to this event. The patient was discharge home and to date is doing fine.